Event description:
It was reported that the device was used during an unknown procedure. During the procedure, the tissue pad came off from the clamp arm. It was not possible to assess whether it had remained in the abdominal cavity of the patient. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.